Event description:
Caller reported not seeing insulin drops at the end of the tubing during the fill tubing step of the load sequence and was unable to connect with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer received instructions for a complete pump reset and acknowledged the guidance to be at least 20 feet away from the old sensor before restarting. They also received instructions to replace tubing and perform the fill tubing step again, although they chose not to do so and did not immediately replace the tubing as suggested. The customer was advised to call back if the issue persisted.